Manufacturer narrative:
Upon investigation, an analyzer related issue was not observed. Based on the provided information, the issue is related to the sample itself.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 60 ng/l and was reported outside of the laboratory. On (B)(6) 2018, the doctor questioned the result. The sample was repeated on (B)(6) 2018, resulting as 6620 ng/l. The repeat value fit with the patient's clinical picture. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 295258. The reagent expiration date was asked for, but not provided.